Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Device avaiable for evaluation: no. Mfg date: unk. Labeld for single use: no. (B)(4). This information was received from the mechanical circulatory support product surveillance registry study. Additional information has been requested regarding the controller serial number and device disposition related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an accidental fall with head laceration. The patient was carrying the controller when it hit the inside of their legs and knocked them off balance causing them to fall and strike their head on the counter. The patient had no loss of consciousness and x-ray showed no acute process and the ventricular assist device (vad) was in place. Computerized tomography (CT) showed no evidence of acute head intracranial injury and electrocardiogram (EKG) revealed normal sinus rhythm (nsr). The head laceration was cleaned, measured 2.5 cm and repaired with staples and dressed. The patient was discharged in stable condition. It was also reported that the patient had elevated white blood cell count (wbc) and remains on antibiotics for a driveline infection. The vad and controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional product: unk-controller h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) ((B)(6)) and a controller with an unknown serial number were not returned for evaluation. Review of log files was not performed since log files covering the reported event date were not available for analysis. The reported controller drop event could not be confirmed due to insufficient evidence. Information provided by the site indicated that, following the controller drop event, the patient experienced an accidental fall with head laceration. The patient had no loss of consciousness and x-ray showed no acute process and the ventricular assist device (vad) was in place. Computerized tomography (CT) showed no evidence of acute head intracranial injury and electrocardiogram (EKG) revealed normal sinus rhythm (nsr). The head laceration was cleaned, measured 2.5 cm and repaired with staples and dressed. The patient was discharged in stable condition. It was also reported that the patient had elevated white blood cell count (wbc) and remains on antibiotics for a driveline infection. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the controller drop event can be attributed to the handling of the device. Per the instructions for use, infection and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.